Manufacturer narrative:
Evaluation of the returned devices found that each rod presents 2 marks coming from the tightening of the setscrews. The anterior side of the each rod presents 1 contact with the crown of the mas on one end and 1 combined contact with the crown of the mas and the serrated portion of the mas bone screw on the other end. The combined contacts are deeper that the contacts with the mas crown only. The rods have been tightened correctly according to the marks on the rods, the symmetrical deformation of the mas crown and the smooth edges of the bottom ring. Based on the observations and the provided information, the event seems not related to the devices.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # 522550, and lot# w04c3126. (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Manufacture date for lot# 522550 is 5/5/2003; manufacture date for lot# w04c3126 is 3/22/2004. Review of multiple x-rays show sextant screws placed l2-l4 with compression fracture at l3. No interpedicular widening to suggest instability or burst. Therefore, surgical indications are not clear. Reported l2 fracture is not supported by x-ray films. Rods and screws eventually removed. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure using posterior fixation. An unknown time post op, a fracture was observed at l2, and a rod was loose. The patient underwent a revision surgery. No additional information has been provided.